Event description:
Customer reports receiving erratic readings. In blood glucose trests, customer received readings of 425 mg/dl, 148 mg/dl, 72 mg/dl and 94 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mestreatment associated with this event